Event description:
It was reported that within six hours post device change out, the chronic right ventricular (rv) lead exhibited non-capture in bipolar or unipolar and was picking up "all sorts of interference and noise." The ECG showed asystole. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.